Event description:
It was reported that the right ventricular lead exhibited noise with the non-sustained right ventricular oversensing episodes. The noise was not reproducible by isometrics. All the other electrical measurements were normal. The lead revision was discussed but not performed. The x-ray was performed. No patient symptom was reported.